Event description:
During surgery three anchors were inserted into the bone. One anchor had both sutures break free. The other two anchors had one suture break free. The two anchors with one suture were used to successfully attain fixation. The surgeon stated that no patient injury or complications resulted.